Event description:
It was reported that the right atrial (ra) lead had low impedance of less than 200 ohms and undersensing of p-waves. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Kdr403 implantable pulse generator 2002-(B)(6), 4068 implantable pacing lead 2002-(B)(6). (B)(4).